Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2007, the patient reported she noticed a small amount of insulin in the cartridge compartment of her insulin infusion device. She stated the cartridge does not appear to be cracked or damaged but it must be leaking. Troubleshooting did not find any issues with the product. The patient was instructed to remove the excess insulin. On follow up the following month, the patient stated the cartridge at issue has been in the refrigerator since the prior call and the cartridge is not leaking. She said she has had no further issues with liquid in her cartridge compartment, she stated she did not smell the compartment and so could not tell if the liquid was water or insulin. She said she has had no further issues and everything is working fine. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.